Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. The patient underwent a lead revision (B)(6) 2018. However, the lead revision procedure was abandoned due to programming revealing high impedances on contacts 1-8. The patient underwent another surgical intervention wherein the lead was successfully explanted and replaced with another model. Effective stimulation was restored post operatively.